Event description:
It was reported that stent damaged occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A previously implanted stent was in the left main artery. A 12x2.25mm synergy drug eluting stent was selected to treat the lesion but failed to pass the lesion. After removing the stent, the physician noted that the stent struts were sticking out. There was no problem with the old stent as it still looked good on the angiogram. The procedure was completed with the implant of a bare metal stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a tactile and visual examination found no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were various hypotube kinks along the length of the unit. There was also proximal stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A previously implanted stent was in the left main artery. A 12x2.25mm synergy drug eluting stent was selected to treat the lesion but failed to pass the lesion. After removing the stent, the physician noted that the stent struts were sticking out. There was no problem with the old stent as it still looked good on the angiogram. The procedure was completed with the implant of a bare metal stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).